Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the trocar, envelope seal, cannula, obturator and stopcock were intact. The circular seal was cut. The expandable sleeve was not received. The device was received with the obturator inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing, the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the valve broke off inside the patient and there was plastic in the abdomen. The plastic was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the valve broke off inside the patient and there was plastic in the abdomen. Patient outcome and current status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the valve broke off inside the patient and there was plastic in the abdomen. The plastic was retrieved.